Event description:
It was reported that the rv lead was replaced by a new one due to oversensing with artifacts and shock delivery. The lead was abandoned in patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status. The ICD was implanted for 64 months and 76 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and the eos battery status was found to be normal and as expected. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in several shock deliveries. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of at least 52 charging cycles were performed by the device within 25 minutes on (B)(6) 2022. During the last charging cycle the device regularly activated the eos battery status. In conclusion, analysis of the ICD revealed normal battery depletion. There was no indication of a malfunction of the ICD. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple charging cycles draining the battery. Based on the ICD analysis, the root cause of the observed noise signals was not determinable, however, possible damage to the lead cannot be excluded.